Event description:
The reporter stated the surgeon partially inserted a aa4203tl toric optic silicone single piece lens in the pt's right eye. The lens tore as the surgeon advanced the lens into the eye, lens was partially inserted into the eye. The surgeon was able to remove the lens with the lens still in the injector. There was no pt injury. When the lens was pushed out of the injector, it was torn. Reporter started the injector malfunctioned but not sure if the cause was due to loading or something else. Reporter did not know injector model used and no lot numbers were provided.

Manufacturer narrative:
(B)(4). Results: a visual inspection of the returned product found more than half of the lens is missing. One whole plate haptic and half of optic is torn off. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injector and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that ware affective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).